Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. Upon evaluation the electrode belt failed incoming functionality testing. The cause for the failure was isolated to a short inside the trunk cable. The root cause for the short in the cable could not be positively identified. No adverse event resulted from the defective electrode belt. The last patient to use this electrode belt did not report any deficiencies.

Event description:
A review of service data detected a reportable problem. During routine servicing, electrode belt sn (B)(4) failed incoming functionality testing.